Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to poor healing wound. The pacemaker was explanted on (B)(6) 2020 and a new device was implanted on (B)(6) 2020. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.